Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a reaction to the product. According to the report, the event date was reported as ¿unknown, more than 48 hours" and the patient underwent a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.